Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "received my new aligners last week, I began my first step on friday(B)(6) 2023. They hurt my gums so much and made them bleed, but I thought it would get better. They haven't. I don't feel a difference on my teeth- like any soreness. I feel all the discomfort on my gums. They are still very raw and bleeding. I tried seeing if the second step would be any better because last time I got them, I had to skip a step since there was no difference. They dig into my gums as well. I don't believe I can continue wearing them with this much discomfort and pain. I have also tried filing them and that didn't work."